Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. However, the reported defect of needle retraction failure is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identity the root cause. Regarding another reported issue of needle retraction slow, no findings were found in conformance's review. At this time, further action has not been determined necessary. We would be very interested in examining product that does not meet your expectations and our quality standards.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autoguard needle retracted slowly. The following information was provided by the initial reporter: I am now dealing with 2 bad lots for material #381423. We have 3 more boxes on order that should arrive tomorrow morning. Lot #s - 4241243 and 4229661. 18 nov could you please provide a further description of the issue? The safety mechanism did not work on some of the catheters and some of them the mechanism was delayed. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. There was not patient harm, complication, or negative outcome. 26 nov 4229661 is the only lot that is affected. I tested 20 from the other lot and did not encounter an issue.